Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had a couple of blocked tubing which led to increase in the blood glucose levels. Reportedly, her blood glucose at the time of the incident was 683 mg/dl. Further, on (B)(6) 2020 between 7:00 am to 8:00 am, she was admitted to the hospital and received some treatment intravenously (drug name unknown). Further, she stated that she changed her infusion set every three days. The patient stayed in the intensive care unit for three days and was admitted for four days in the hospital. No further information available.